Manufacturer narrative:
The product has been received for analysis and analysis is ongoing. The report will be updated upon completion of analysis.

Event description:
It was reported that the device was showing early battery depletion. Upon interrogation, the device was indicating eri (elective replacement indicator), and no other faults/alerts could be found. All lead measurements were within normal range. The hospital noticed the device still had 8 months of battery longevity at the last scheduled follow-up. During the most recent follow-up, the device was suddenly beeping and completely empty. The device was replaced the following day, and without any adverse patient effects.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, an engineering-level longevity prediction calculation was completed to assess the rate of battery depletion. Given the programmed parameters and other data stored within the memory of the device, the results of this calculation indicated that the actual rate of battery depletion fell within an acceptable range. Next, a series of diagnostic tests were conducted that verified the performance of pacing, sensing, (defibrillation), and recording functions. Having met the engineering longevity prediction, functionally passed all returned product testing, and with no further information to indicate a product performance issue, we have concluded that this device experienced normal battery depletion.

Event description:
It was reported that the battery of this crt-d appeared to be depleting prematurely. At the previous scheduled follow-up, the estimated device longevity was reportedly eight months. At the most recent follow up, the device was beeping and interrogation indicated it had declared elective replacement indicator (eri) battery status. All lead measurements were within normal range. The device was explanted and returned for analysis.